Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of customer wanted to know what was the cause of this error code 211.2000. Technical support : 1. Replace logic board. 2. Return the module to the factory. A review of the device history record showed the device had a manufacture date of 06/29/2018 >. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for 15251241> was performed which confirmed that this device was not> involved in a production failure which correlates to the customer reported issue. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue. Technical support. A review of the complaint history record in trackwise and sap was performed for the s/n (B)(6) which did not confirm> similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
It was reported that the device had an error code 211.2000. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device had an error code 211.2000. There was no patient involvement.